Event description:
Failure to alarm: no alarm when dressing removed. Product not clinically acceptable on this patient.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys soft port stand alone. The complaint is inconclusive and no product was evaluated. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port, etc.), it is difficult to determine a definitive root cause for the failure to alarm. Based on the information provided, we are unable to determine if the transparent film was placed in accordance with the clinical guidelines and IFU. The transparent film needs to cover the entire wound and at least 2 inches of the intact peri-wound area in order to maintain a good seal. No-sting skin prep wipes may be used to assist with the adherence of the transparent film. Additionally, the information provided in this report does not specify if the hole in transparent film was cut to 0.6 cm diameter and if the opening of soft port was properly aligned with opening in transparent film to ensure a good seal and decrease risk of inconsistent alarms. In regards to the pump not alarming for leak, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for an excessive leak for more than 3 minutes. There is no detail within the complaint regarding how long the dressing was detached from the wound. The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing at a rate greater than 3.5l/min. It is possible that thickened exudate in the tubing caused an occlusion; therefore, the air flow will not exceed the range in order to assert a leak alarm. The system was holding the negative pressure most likely as a result of a partial blockage and a leak not significant enough to trigger an alarm. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.